Manufacturer narrative:
Insulin pump alarmed failed battery test. Problem was isolated to battery tube. Pump functioned properly after unplugging and plugging the battery tube connector into interface board. Insulin pump received with normal operating currents, passed self-test, unexpected restart error test, displacement, rewind, basic occlusion, prime/delivery and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed the motor test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call that customer received a failed battery test alarm. Customer's blood glucose was unknown. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.